Event description:
In 2007, the patient reported experiencing air bubbles in her infusion tubing and her blood glucose was elevated to 15 mmol/l (270 mg/dl). Her normal blood glucose range is 4-8 mmol/l (72-144 mg/dl). She are breakfast and bolused 5 units of insulin. One hour later, the patient's blood glucose elevated to 17 mmol/l (306 mg/dl) and she felt light-headed and dizzy. She disconnected from her infusion device and discarded all of her accessories. She administered an insulin injection of 3 units to lower her blood glucose. The patient was assisted with preparing a new insulin cartridge and changing the adapter and infusion set and reconnecting to the infusion device. Upon follow up on nine days later, the patient stated that her issues had been resolved and her blood glucose returned to normal. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.